Event description:
In 3 months of using the t:slim g4 insulin pump, have had 3 pumps fail and need to be replaced. The first occurrence, the pump appeared to continue running and delivering insulin. However, was unable to bring blood sugar down from extremely elevated levels. After ruling out site and insulin related issues with replacement, went to sleep feeling that problem was resolved. Awoke at 0600 with blood sugar of 490 and feeling horrible, presented to ER for treatment of diabetic ketoacidosis, the first occurrence of such in 33 years of managing my type 1 diabetes. Had discontinued pump use and treated hyperglycemia with an injected correction bolus, the pump still continued to display that it was delivering insulin. Laboratory values, upon arrival to ER, confirmed moderate diabetic ketoacidosis, requiring treatment with an insulin drip for 7 hours and 3 liters of IV fluids for correction. Meanwhile, the pump continued to run, and display that it was delivering insulin, including large boluses in spite of lack of insulin noted coming from insulin set. Finally, greater than 24 hours after the initial spike in my blood sugar, the pump displayed a critical alarm and shut down. The replacement pump sent to me malfunctioned in a similar manner less than 3 weeks later. This one only appeared to run for approx 9 hours without actually delivering insulin. Fortunately, I had little trust in the pump and switched to alternate therapy before it had the opportunity to do anything other than ruin a day of my (B)(6) vacation with the woes of severe hyperglycemia. Pump number 3 arrived and failed within a few weeks. This failure was not a danger to my health, just a major inconvenience. The quick bolus/sleep button on top of the pump failed, rendering it unusable unless you plugged it into a power source to get the screen to open up so you could use it.